Manufacturer narrative:
(B)(4). Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The unit also underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03664 and 2134265-2013-03665. It was reported that during a percutaneous coronary intervention (pci), ilab motor drive unit (mdu) automatic pullback failed. During a percutaneous coronary intervention, ilab mdu was not performing automatic pullback; however, there was no issue with manual pull back. No issue was noted with the bsc sled or bsc catheter. No complications reported and patient's condition is stable.